Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer(fse) found the column oven temperature was over 41 degrees celsius. The customer was powering off the entire instrument everyday instead of just the screen. The fse removed the main cover of the instrument and opened up the column oven so the instrument can cool down. After a long time period, the temperature went down close to 25 c. The fse powered off the instrument then powered it back up and the temperature was at 25.0 c. Fse replaced all covers and monitored the temperature which stabilized at 25.0 c. The customer ran controls and verified the results were within the specified ranges. The system operated as intended. A 13-month complaint history review and service history review for similar complaints was performed for the hlc-723g8 analyzer serial number (B)(4) from 01oct2016 through (B)(6) 2017. The review found there were no other similar reported issues for this product. The g8 operator's manual under chapter 6 - troubleshooting, states the following: error 111 temp limit over: temperature abnormality was detected. The solution is for customer to inspect the temperature control. Main power must be shut off then turned on again to re-start operations. Error 102 pres limit over is when the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. The solution is for the customer to turn the main power switch off and remove the cause of the pressure increase. The customer is to inspect for clogging at filter. Main power must be shut off then turned on again to re-start operations. Refer to 100 pressure high. The probable cause was the column oven overheated.

Event description:
The customer reported that the hlc-723g8 analyzer displayed a temperature limit overrun error (111) and high pressure (102). The customer rebooted the analyzer and changed the filter but the error persisted. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
(B)(4) per exemption number e2017013. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.